Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent ventricular oversensing during recorded episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced palpitations, chest pain, dizziness and lightheadedness. It was noted that the right ventricular (rv) lead exhibited under-sensing, intermittent capture and high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.